Event description:
Customer reported device = in the 400s mg/dl. Customer called doctor and went to the e.r. (ER). ER device =66 mg/dl. No treatment. No controls. A request was made for return product and replacement product was sent.